Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 8 years and 3 months post right side tka, this male patient underwent revision due to aseptic loosening . No additional information is available or forthcoming. The device is not available for evaluation.

Event description:
As reported by the legal brief, on (B)(6) 2012, patient underwent right tkr and was implanted with an optetrak device in his right knee, including optetrak logic tibial inserts made of polyethylene. In or around (B)(6) 2020, patient was diagnosed with aseptic loosening of his right knee replacement and osteolysis, and he underwent revision surgery of his right knee on (B)(6) 2020. During the revision surgery, patient's surgeon identified "significant bone loss along the medial portion of the distal femur and there was evident osteolysis centrally and along the medial condyle". Furthermore, during the revision surgery, patient's surgeon noted that the components were loose and easily removed. Upon information and belief, the loose components and osteolysis in patient's right knee was due to premature polyethylene wear of the tibial insert. As a direct of proximate results, patient has suffered and continues to suffer permanent and debilitating injuries and damages, including but no limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
H6: investigation results: the revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant(s) and the bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion/extension, third body wear, patient-related conditions, instability, or any combination of these possibilities. The cause and extent of the loosening, wear, and osteolysis cannot be determined from the information provided and cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the implant and the bone and patient-related conditions, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.